Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result the ipg was explanted and replaced and the ipg pocket relocated resolving the issue. Therapy was established post operatively and issue resolved.